Event description:
It is reported that when removing the tibia plate, the surgeon noticed a substance like rust around the distal hole of the plate and screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.